Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the junction between the operation pipe and the basket wire was broken. There was no abnormality in the junction between the operation pipe and the basket wire. The basket wire was deformed. Additionally, the middle part of the basket wire was broken. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The device history record for the lot indicated no abnormality with the event-related items. Based on the similar cases in the past, it is surmised that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the junction between the operation pipe and the basket, and the basket wire might be broken. It is surmised that the deformation of the basket wire occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; (1) do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. (2)use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. (3)this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The user tried to crush the calculus with the subject device, but the subject device was incarcerated and the operating pipe was broken. The user crushed the calculus with the emergency lithotriptor. The user inserted a stent into the bile duct of the patient. The procedure was completed. There was no further patient injury reported.